Manufacturer narrative:
Based on the available info, this even is deemed to be a serious injury. The doctor discontinued dressing and ordered prescription cortisone cream and the rash is improving. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
It is reported a pt had right total knee replacement performed seven (7) days ago and developed red raised solid itchy rash only under the dressing portion of the product.